Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 year 4 months post implant of this 29mm tricuspid bioprosthetic valve, an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.